Event description:
It was reported by service report that the zoom function on the unit is intermittent. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Zoom handle weldment.